Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. Approximate size of air bubbles were said to have been champagne sized bubbles. The customer treated their blood glucose levels with a bolus. The customer's blood glucose level was at 450 mg/dl. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer states the insulin did exit the tubing. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The customer was advised to change the set. The customer did not return the product back for analysis.